Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 500 mg/dl with associated symptoms of polyuria, confusion and drowsiness. The patient reportedly did not require any treatment above or beyond the usual routine of diabetes care and management. Troubleshooting by animas customer technical support revealed the reported blood glucose excursion was the result of a training/misuse issue and the patient was referred to their health care provider for diabetes management. There was no indication that the insulin pump malfunctioned.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/05/2017 with the following findings: a review of the black box showed data from the date of the complaint had been overwritten from continuous use. The available daily insulin delivery totals correctly reflected the programmed basal rates. A call service 069 alarm was reproduced at power up. The pump was unable to recover from the alarm after it was rebooted. Investigation revealed that a language corruption occurred at a component on the printed circuit board resulting in a call service alarm. The complaint was unable to be investigated due to the call service alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).